Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 16 years 6 months post implant of this aortic bioprosthetic valve, it was replaced valve-in-valve with a 29mm transcatheter aortic valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the reason for replacement was severe insufficiency. It was also noted that the patient was in heart failure. If information is provided in the future, a supplemental report will be issued.